Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device is broken/damaged. No patient involvement.

Event description:
The customer reported that the device is broken/damaged. No patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 21feb2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure q6 200057552 for test failure - rate/volume accuracy, which does not correlate to the customers reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Additional information: g3, h3, h6, h10. Correction: e2, g2. A review of the device history record showed the device had a manufacture date of (B)(6)2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure q6 200057552 for test failure - rate/volume accuracy, which does not correlate to the customers reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.